Event description:
It was reported that the temperature therapy pad was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was requested to be returned for evaluation, however the device was not received. The device was not received.

Event description:
It was reported that the temperature therapy pad was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI. The device was not received.

Event description:
It was reported that the temperature therapy pad was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.